Manufacturer narrative:
Original evar was performed on (B)(6) 2015 and completed successfully. At the six-month follow-up examination, CT scans indicated that the aneurysm had become smaller. However, CT scan images taken at the one-year follow-up showed a suspected type iiib endoleak and an increase in the diameter of the aneurysm. The expansion of the aneurysm did not result in it becoming larger than it had been prior to evar. The sales rep commented that although the physician categorizes the endoleak as a type iiib, it could potentially be a type ii endoleak (patient-related). The patient's condition is favourable and they will continue to be followed-up. On review of the CT scans and fluoroscopy images provided by the sales representative, the following observations were made by the chief technology officer at lombard medical ((B)(4)): in (B)(6) 2017 an endoleak was identified at the proximal end of the ipsilateral limb. The shape and position are suggestive of a small type iii endoleak, however a small patent lumbar artery is also visible in the same slice, arrowed in red. This lumbar vessel could cause a type ii endoleak. On (B)(6) 2017 an intervention was performed to re-line the ipsilateral limb with a competitor graft (impression is of a gore excluder limb). From left to right, the images below show rather small quantities of contrast passing through the wall of the graft after use of a selective catheter. The second image shows the situation post re-lining with a competitor limb. Perversely, the endoleak through the wall of the graft is more pronounced, but was later resolved by ballooning. The right hand image shows that after ballooning, there remained significant lumbar vessels that were being filled with contrast from retrograde flow. A CT scan taken on (B)(6) 2018 shows a diminished nidus of contrast at the proximal end of the ipsilateral limb and the competitor re-lining still in place. The conclusion from these images is that there were both type ii and type iii endoleaks present at the proximal end of the ipsilateral limb. The type iii appears to have resolved after re-lining but the type ii endoleaks persist. We confirm there has been no change in sac size between (B)(6) 2017 (pre-relining) and (B)(6) 2018 (12 months post-relining). During the year before re-lining, it appears that the aneurysm sac decreased in size and then increased again. It may be necessary to treat the type ii endoleak if the sac size begins to increase again. Lombard medical performs various inspection steps of the finished stent graft as per cwi 112 (stent graft inspection), including a visual check for fabric damage and holes in the fabric. The stent graft was inspected and passed the inspection steps as per cwi 112. Additionally, as the suspected type iiib endoleak occurred 1-year post-implantation, it is unlikely that the device had any fabric damage or defects at implantation.

Event description:
Suspected endoleak type iiib.